Event description:
The manufacturer received information alleging kink in the supply hose had occurred on the device. The patient "was bagged until being placed onto another ventilator¿. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen manifold would need to be replaced by the customer to address the issue.